Event description:
It was reported that during the filling of the cassettes a number of leakage were found. No patient injury was reported.

Manufacturer narrative:
The samples were received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12 to 24 in a normal conditions of illumination, during the visual inspection no discrepancies were detected. A syringe was used to infuse water into the ay bag, the samples presented leak from the top of the bottom of ay bag. The most probable root cause is during assembly process in the bag loading operation the ay bag was not handled properly.